Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. A severe kink was also evident in the shaft inside the balloon. A visual examination found that the shaft inside the balloon was severely kinked at 3cm distal to the proximal markerband. This kink is consistent with excessive force having been applied to the shaft. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was located at the site of the kink in the shaft at 3cm distal to the proximal markerband. No issues were noted with the tip section of the device. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous brachial vein. A 6.0 x 150, 75cm mustang¿ balloon catheter was flushed and advanced for dilatation. However, the device was unable to inflate and the physician then suspected a pinhole. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous brachial vein. A 6.0 x 150, 75cm mustang¿ balloon catheter was flushed and advanced for dilatation. However, the device was unable to inflate and the physician then suspected a pinhole. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).